Event description:
Subsequent to the initial medwatch report filed, additional information was received indicating that after deployment of the promus stent in the mildly tortuous and calcified mid left anterior descending artery, the patient experienced chest symptoms. Although good blood flow was confirmed, the angiogram revealed that the septal branches were occluded due to the promus stent jailing them. The patient symptoms resolved after two medications were given, sigmart and carperitide. The cardiac enzymes returned to normal on (B)(6) 2010. Though requested, there was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(6). You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. There was no reported product deficiency. Enzyme elevation, EKG changes, and mi are known adverse events as listed in the promus instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). Dilatation catheter: scoreflex 3.0x15. Guidewire: sion blue. Guide cath: lumina 6f ubs 3.5. There was no reported product deficiency. Angina and occlusion are known adverse events as listed in the promus instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that a promus was implanted in an unknown target lesion on (B)(6) 2010. The patient was found to have elevated cardiac enzymes and the ECG showed an st elevation myocardial infarction (mi). The patient was treated with medication. The condition resolved without sequela on (B)(6) 2010 and the patient was discharged home. There was no additional information provided.